Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. No motor error noted. The excessive no delivery test could not be performed due to the error alarm. The motor was tested outside of the device and passed. The device was also received with cracked reservoir tube lip, cracked battery tube threads, severely scratched lcd window, scratched reservoir tube window and stained end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 460 mg/dl. Troubleshooting was performed; the customer stated she was able to rewind but was unable to push insulin through the tubing and received multiple no delivery and motor error alarms. The device was returned for analysis.